Manufacturer narrative:
Freedom onboard battery s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the exterior of the onboard battery revealed no abnormalities. The onboard battery was connected to battery evaluation software, and the onboard battery failed to establish smbus (system management bus) communication, indicating that it was either fully depleted and in "cutoff" mode or that it had been disabled internally by safety circuitry. External power was applied to the battery terminals, which allowed the onboard battery to power up and successfully establish smbus communication. Review of the data revealed that the onboard battery's state of charge was 81 percent and that, if functioning properly, it should have been able to communicate without external power applied. Further review of the data revealed that the onboard battery exhibited a pfin (permanent fault input) and its output had been permanently disabled. All smbus fields displayed acceptable values with no indication as to the cause of the pfin condition. The root cause of onboard battery s/n (B)(4) being permanently disabled could not be conclusively determined. The most likely cause was an over-current event which can occur when the battery's terminals are shorted. Onboard battery s/n (B)(4) was taken out of service. This failure mode posed a low risk to the patient because it did not prevent the patient's freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) fup 1 (6 of 6).

Event description:
The customer reported that the freedom onboard battery was charging slower than normal. The customer also reported that the freedom onboard battery was still blinking despite being plugged in for a few hours. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4) initial (6 of 6).

Event description:
The customer reported that the freedom onboard battery was charging slower than normal. The customer also reported that the freedom onboard battery was still blinking despite being plugged in for a few hours. The customer also reported that the patient subsequently exchanged the freedom onboard battery. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because it did not prevent the freedom driver from performing its life-sustaining functions. In addition, patients are provided with several onboard batteries, and the freedom driver has a redundant power source of external wall power. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.